Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unspecified infection. At this time, no new device has been implanted. No additional patient adverse effects were reported. It is unknown if this device will be returned to boston scientific for analysis.